Event description:
It was reported that during a wisdom tooth extraction at the user facility the drill was overheating. The procedure was completed with the same device; no delay, no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Worn components were discovered throughout the device, including the bearings, the bearing stop, the spindle housing and the nose cone. Worn components are a probable cause of overheating.